Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiing system. During a patient procedure the user reported that the ceiling stand rail was about to fall. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The investigation was performed considering complaint description, cs reports and system history. The operator noted during the intervention that the tension lever of the longitudinal belt was open. There is no risk that anything will fall down. The tension lever is for patient rescue. In case of a power failure or a defective gantry long motor the tension lever can be opened and the gantry can be moved manually in longitudinal direction. The tension lever was opened and no longer closed. According to the technical expert, an open tension lever which was opened by unknown person was identified. No system failure or malfunction could be determined. Normal system operation can be recovered by closing the tension lever. As root cause an open tension lever which was opened by unknown person was identified. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.